Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failing helium leak test. There was no patient involvement.

Manufacturer narrative:
Corrected fields: e2, e3, e4, g2, h6 (health effect - clinical code, medical device - problem code, health effect - impact codes). The getinge field service engineer (fse) stated that the high pressure tank regulator was found to have an indentation across where the tank is seated. Possibly caused by tank misalignment during replacement. So, the fse replaced the high pressure regulator. The unit then functional tested without any further issues. Full preventative maintenance (pm), safety, calibration, and functionality checks to factory specifications were performed. The unit was released to the customer and cleared for clinical use. The following investigation was performed by technician of the failure analysis and testing department (fat) (B)(4). The failure analysis and testing department received a pressure regulator, with a reported of ¿failing helium leak tests¿. Performed visual inspection of the pressure regulator per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the pressure regulator into the iabp cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with the cardiosave service manual, in an attempt to recreate the reported problem, the test was able to trigger the reported complaint of ¿failing helium leak tests¿ (drop more than 20 psi in the 5 minutes). The failure analysis and testing department was able to replicate the failure experienced by the customer and it looks like the pressure regulator has a large helium leakage. Retaining the pressure regulator in the failure analysis and testing department per procedure.